Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (B)(4). The reported issue was due to a software logic related fault resulting in a failed communication between the drive train motor and the processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. The archive data was reviewed and contained a system error (latched error 71) error message, thus confirming the reported complaint. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder cover was observed damaged and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The encoder cover was replaced and sticky clutch plate was deburred. The autopulse platform is a reusable device and was manufactured on october 2, 2006 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The returned platform never had the preventive maintenance performed for 2 years. Following the repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with (B)(4).

Event description:
During device check of the returned demo unit, the autopulse platform (B)(4)displayed "system error, out of service, revert to manual CPR". There was no patient involvement.